Event description:
Pt seen for insulin pump training. Did not bring personal blood glucose pump to visit. Demostrate correct technique in pump administration. Blood glucose tested before leaving hospital 120. Pt instructed to test blood glucose before bolusing 7 units for supper and before driving. Enroute to home. Pt had auto accident. Hit tree and felt accident due to low blood sugar. Transported to hosp in ambulance-treated and released. Question device failure.